Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: a review of the pump¿s black box showed multiple cs163 no cartridge detected warnings. During testing, rewind, load cartridge and prime steps were performed and a load step malfunction occurred. The force sensor calibration and the force sensor resistance were found to be out of specification. The pump case was removed and the force sensor shim plate was found to be damaged. Unrelated to the load step malfunction issue, investigation revealed that the down arrow keypad button was intermittently unresponsive; all other keypad buttons responded appropriately. The keypad was observed to be peeled off and torn from the down arrow to the up arrow buttons. There was contamination found under down arrow button contact. Also unrelated to the complaint, investigation revealed that the display was dim with discolored text. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.